Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of difficulty loosening the set screw was confirmed in the laboratory. A set screw was returned in a bag with the device. Visual inspection of the returned set screw identified septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that during device change out for eri, it was difficult to remove the rv pace/sense lead from the device due to a set screw anomaly.